Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytology procedure performed on (B)(6), 2012. According to the complainant, the physician advanced the device along the guidewire into the patient's common bile duct, but encountered resistance when trying to actuate the device. Therefore, the device was removed and a second rx cytology brush was introduced. At this time, the physician noted that the ro marker from the first device had detached and remained in the patient's right bile duct. However, since the patient was already scheduled for removal of the right liver, the physician opted to leave the ro marker inside the patient and planned to retrieve it during the surgical procedure. Following the cytology procedure, the complaint device was inspected and the guidewire lumen was found to be torn. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be stable following the procedure.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytology procedure performed on (B)(6), 2012. According to the complainant, the physician advanced the device along the guidewire into the patient's common bile duct, but encountered resistance when trying to actuate the device. Therefore, the device was removed and a second rx cytology brush was introduced. At this time, the physician noted that the ro marker from the first device had detached and remained in the patient's right bile duct. However, since the patient was already scheduled for removal of the right liver, the physician opted to leave the ro marker inside the patient and planned to retrieve it during the surgical procedure. Following the cytology procedure, the complaint device was inspected and the guidewire lumen was found to be torn. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable following the procedure.

Manufacturer narrative:
The device was received disassembled, and the blue handle cap was not returned. Visual evaluation found that the handle cannula was bent and the thumb ring had detached; the thumb ring was not returned. Additionally, the working length was kinked in several locations. The guidewire lumen was torn from the proximal end of the guidewire lumen to the distal end of the catheter, and the ro marker was not present. The damage to the sheath appeared to have been caused by a guidewire. Functional testing could not be performed due to the missing handle components. The condition of the returned device was consistent with the complaint that the guidewire lumen tore and the ro marker detached; the complaint was confirmed. Since the device was received disassembled, the failure mode could not be determined. However, analysis of the returned device suggests the ro marker detached when the guidewire was ripped through the guidewire lumen. As the customer likely did not follow the guidance of the device removal section of the directions for use (dfu), the root cause of this event is user error. The kinks in the working length and the bent/broken handle are attributable to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.